Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative reported that on the third system restart, the unit displayed no signal. The representative then confirmed the reported "no signal" occurred on the following start up. The connections of the peripheral devices were confirmed, and the navigation system was restarted multiple times without fault.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system display became blue and the system was unresponsive. It was reported that restarting the system three times restored functionality. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.